Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "the sae happened on (B)(6) 2022. This patient had functional loss due to arthrofibrosis 8 weeks postoperatively. At (B)(6) 2022 the patient was hospitalized to perform manipulation under anesthesia. No explant or revision surgeries were done or planned. The event is related to the procedure (total knee arthroplasty), but we cannot say yet whether this is also related to this specific implant."

Manufacturer narrative:
Reported event: an event regarding rom/arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent a medical procedure to address functional loss and arthrofibrosis of the knee. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: (B)(6), tritanium bplate triathlon s4, lot ctd58977. (B)(6), triathlon p/a ps beaded #5l, lot l7n7d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It has been reported "the sae happened on (B)(6) 2022. This patient had functional loss due to arthrofibrosis 8 weeks postoperatively. At (B)(6) 2022 the patient was hospitalized to perform manipulation under anesthesia. No explant or revision surgeries were done or planned. The event is related to the procedure (total knee arthroplasty), but we cannot say yet whether this is also related to this specific implant."